Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered chronic pelvic, lower back and vaginal area pain, urinary and vaginal infections, urinary incontinence, retention, leakage, abnormal vaginal discharge, diarrhea, bowel leakage, and pelvic pain. No further info has been provided.